Manufacturer narrative:
Concomitant medical products: 1388tc-52 st jude lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the upon closing the pocket, the patient reported chest discomfort. A stat echo was performed which showed a pericardial effusion. A pericardiocentesis was performed; drawing blood from the pericardium. The patient¿s blood pressure continued to drop and the decision was made to transfer to the operating room for surgical intervention and repair. The right atrial (ra) lead was found to have perforated the right atrium causing tamponade and was extended approximately one inch into the pericardium. Surgical repair was made without complication. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.